Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the pressure line of an rt345 adult dual heated evaqua breathing circuit was occluded. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 adult dual-heated evaqua breathing circuit with the pressure line tube was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed excessive glue occluding the pressure line inside the connector. A lot check revealed no other complaints of this nature for lot number 120806. Conclusion: the pressure line was occluded due to excessive glue. Our investigation has revealed that the pressure line tube in the rt345 adult dual-heated evaqua breathing circuit is a supplied part. Our supplier quality team have been informed of the details of this investigation and will carry out an investigation with the supplier. We have only received one other complaint of this nature. Our user instructions that accompany the rt345 state the following: "set appropriate ventilator alarm"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".